Event description:
Tecotherm machine in nicu was leaking and taken to biomed. Our facility received a loaner device from a sister entity but it had to be returned for the same issue - leaking. No adverse events noted. Gaskets need to be replaced periodically to prevent leaking, original device had been working well before the incident and was immediately removed from patient care upon identification of leak. With regards to loaner device - it had just had a preventative maintenance in october 2024 so it should not have been leaking.